Event description:
Caller reported a malfunction on the pump during an update attempt. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues reappear, which the caller acknowledged and understood.